Event description:
According to the reporter, post operatively, the device had no issues during procedure. The circumstances surrounding the death was massive hemoptysis. One week post ablation patient was admitted to hospital with pneumonia symptoms. Chest CT showed bilateral lung infiltrates' and a cavity in the ablation area. Procedure was on (B)(6), discharged (B)(6) with no complications. Completed three doses of IV antibiotics per protocol, and restarted edoxaban present on (B)(6) to emergency department, with productive cough with yellow green sputum and generally unwell, lethargic loss of appetite. Dec 22nd sputum grew +++ stenotrophomonas, inflammatory markers, improving on tazocin. (B)(6) desaturation, changed to septrin, inr increased to 1.8, vitamin k given. (B)(6) 3pm patient collapsed in bathroom with blood in mouth, respiratory arrest, no return of spontaneous circulation after four cycles of CPR. (B)(6) sputum from ++staph aureus, +++ecoli. The patient had a medical history of head and neck cancer, previous pulmonary embolism, anticoagulants post procedure (post op day 1). Stenotrophomonas pneumonia occurred post procedure. History of lung cancer, this lesion was a met from the head and neck cancer. Pace maker for heart block. Pervious aspergilloma (2015), three resections. Two lung cancers ((B)(6) 2022) and a aspergilloma resected. Type 2 diabetes. Pulmonary function test fev1- 1.78 59% dlco 38%. Immunotherapy after lun g cancer resection in (B)(6) of 2022. Soft pallet cancer 2018-treated with radiotherapy. Patient death was not related to the ablation device. Attachment showed images from CT before the case showing the nodule. Images during the procedure and immediately post procedure confirming ablation zone. Images a few weeks post procedure with the cavitation that formed.

Manufacturer narrative:
This event has been reassessed and found not to be a reportable event and is not associated with a serious injury or potential for serious injury with reoccurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 correction: a1 h3 evaluation summary: the device was discarded by the site and therefore was not available for evaluation. Without the device we are unable to determine the cause of the customer¿s report. Although photos were provided, the photos were of the procedure and not of the device itself. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the device had no issues during procedure. The circumstances surrounding the death was massive hemoptysis. One week post ablation patient was admitted to hospital with pneumonia symptoms. Chest CT showed bilateral lung infiltrates and a cavity in the ablation area. Procedure was on (B)(6), discharged (B)(6) with no complications. Completed three doses of IV antibiotics per protocol, and restarted edoxaban present on (B)(6) to emergency department, with productive cough with yellow green sputum and generally unwell, lethargic loss of appetite. (B)(6) sputum grew stenotrophomonas, inflammatory markers, improving on tazocin. (B)(6) desaturation, changed to septrin, inr increased to 1.8, vitamin k given. (B)(6) 3pm patient collapsed in bathroom with blood in mouth, respiratory arrest, no return of spontaneous circulation after four cycles of CPR. (B)(6) sputum from staph aureus, e coli. The patient had a medical history of head and neck cancer, previous pulmonary embolism, anticoagulants post procedure (post op day 1). Stenotrophomonas pneumonia occurred post procedure. History of lung cancer, this lesion was a met from the head and neck cancer. Pacemaker for heart block. Pervious aspergilloma (2015), three resections. Two lung cancers ((B)(6) 2022) and a aspergilloma resected. Type 2 diabetes. Pulmonary function test fev1- 1.78 59% dlco 38%. Immunotherapy after lung cancer resection in (B)(6) of 2022. Soft pallet cancer 2018-treated with radiotherapy. Attachment showed images from CT before the case showing the nodule. Images during the procedure and immediately post procedure confirming ablation zone. Images a few weeks post procedure with the cavitation that formed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.